Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer has fallen. The customer reported that there was a delay as the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter address. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) drawer 3.1 slide rails were hard to open close. A field service engineer (fse) went through hardware test application (hta) and removed the cubies to replace the half height drawer. Then the fse reassigned the drawer then went to hta to tested both the drawers successfully. After that the fse replaced the half height drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer has fallen. The customer reported that there was a delay as the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.